Event description:
I asked my doctor if he would give me the monovisc, this was after he removed both knee cartilages for a torn inner meniscus on (B)(6) 2015. Actually my knee was fine until he sent me for therapy and the pain and fluid built up started again after the third session. (I must note I have arthritis in this knee but it did not cause me any pain.) My doctor removed the fluid the first time I saw him, but when I went back to him after the therapy he was concerned with removing fluid again because of infection. I waited a couple weeks and asked him if he would give me the monovisc, well it has been about two weeks since the injection of monovisc and I have fluid from my knee down to my toes and it is getting harder for me to walk. Help.